Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported cutting failure of two probes. The condition of aspiration was unknown. The procedure was completed without product replacement. There was no patient harm.

Manufacturer narrative:
Nineteen unopened probes were received for evaluation. Per the initial report description, the involved two probes were discarded. A sampling of three of the returned unopened probe samples were randomly tested. The randomly selected three samples were visually inspected and all three probes were found to be conforming. All three probes were then functionally tested for actuation, aspiration, and cut and all three probes were found to be conforming for all three functional tests. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for the device component lot traceable to the reported lot number indicates there are two additional complaints associated with the component lot for the reported issue. The randomly selected sampling of the unopened samples were found to be conforming, therefore a cutting failure as described in the complaint was not confirmed . However, since the actual complaint samples were not returned, a root cause cannot be determined for the complaint as described by the customer. The actual complaint samples were not returned, therefore, the exact root cause for this complaint is unknown and specific action with regards to this complaint was not taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).